Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An inventory management specialist reported an intraocular lens (iol), with a description of "scratched lens". There was patient contact. Additional information was provided indicating that the event occurred after implantation. The procedure was completed with a new iol. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. The optic is cut in half, typical of insertion and removal. Both cut optic portions have small scratches near the cut area. A qualified associated product was indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).